Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced migration, heavy abnormal bleeding (seen as genital bleeding) and repeated infections (seen as pelvic infections). Approximately 1 year and 2 months after insertion, coils were removed. These reported events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus or out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however, given its nature, the event migration was considered related to essure. Upper genital tract infections, occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the event repeated infections and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("heavy bleeding") and pelvic infection ("repeated infections") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), fatigue ("fatigue"), pelvic infection (seriousness criterion medically significant), vaginal infection ("abnormal vaginal discharge and infections") with vaginal discharge, dysmenorrhoea ("menstrual pain"), back pain ("back pain"), rash ("rashes"), alopecia ("hair loss"), depression ("depression") with anxiety, weight increased ("weight gain") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (on (B)(6) 2016, surgery to remove the essure device, hysterectomy and salpingectomy). Essure was withdrawn. On (B)(6) 2016, 427 days after starting essure, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the device dislocation, genital haemorrhage, anaemia, fatigue, pelvic infection, vaginal infection, dysmenorrhoea, back pain, rash, alopecia, depression, weight increased, dysgeusia and procedural pain had resolved. The reporter considered device dislocation, genital haemorrhage, anaemia, fatigue, pelvic infection, vaginal infection, dysmenorrhoea, back pain, rash, alopecia, depression, weight increased, dysgeusia and procedural pain to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced migration, heavy abnormal bleeding (seen as genital bleeding) and repeated infections (seen as pelvic infections). Approximately 1 year and 2 months after insertion, coils were removed. These reported events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus or out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however, given its nature, the event migration was considered related to essure. Upper genital tract infections, occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the event repeated infections and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("heavy bleeding") and pelvic infection ("repeated infections") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's past medical history included dysfunctional uterine bleeding, uterine fibroid and cholecystectomy. Concurrent conditions included morbid obesity, chest pain and hernia repair. Concomitant products included cefalexin (keflex) since (B)(6) 2016 for urinary tract infection as well as benadrex since 2015, cetirizine hydrochloride (zyrtec) since 2010, cilest (ortho-tri-cyclen 21) from 2010 to 2015, drospirenone w/ethinylestradiol (yasmin), famotidine (pepcid) from 2010 to 2011, ibuprofen from 2010 to 2016, iron since (B)(6) 2015 to 2016, loratadine, pseudoephedrine sulfate (claritin-d allergy) since 2010, promethazine since february 2015 and salbutamol (albuterol) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pruritus ("small itchy red dots on skin"). In (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced fatigue ("fatigue"), rash ("rashes"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), hot flush ("hot flashes"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition: anemia"), vaginal infection ("abnormal vaginal discharge and infections") with vaginal discharge, dysmenorrhoea ("menstrual pain"), dysgeusia ("metallic taste in mouth"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/ prolonged menstrual bleeding") and urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced back pain ("back pain"). In (B)(6) 2015, the patient experienced gastritis ("gastrointestinal or digestive system condition: gastritis"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery ((B)(6) 2016 (total hysterectomy (uterus and cervix removed) - total laparoscopic hysterectomy)) and surgery (novasure endometrial ablation.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic infection, anaemia, fatigue, vaginal infection, dysmenorrhoea, back pain, rash, depression, weight increased, dysgeusia, procedural pain, mood swings, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, migraine, dyspareunia and gastritis had resolved, the alopecia and vision blurred was resolving and the anxiety, pruritus and headache outcome was unknown. The reporter considered alopecia, anaemia, anxiety, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic infection, procedural pain, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media vaginal bleeding, menorrhagia, uti, little discharge, cramping. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received, patient relevant condition , lab data , concomitant "conditions" added and event outcome were added for event blurred vision, hormonal changes: mood swings, hot flashes and abnormal bleeding. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("heavy bleeding") and pelvic infection ("repeated infections") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's past medical history included dysfunctional uterine bleeding and uterine fibroid. Concurrent conditions included morbid obesity. Concomitant products included cefalexin (keflex) since (B)(6) 2016 for urinary tract infection as well as ibuprofen from 2015 to 2016, promethazine since february 2015 and salbutamol (albuterol) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"), rash ("rashes"), alopecia ("hair loss"), mood swings ("mood swings"), hot flush ("hot flashes"), pruritus ("small itchy red dots on skin"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("menstrual pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia"). In (B)(6) 2015, the patient experienced back pain ("back pain"). In 2016, the patient experienced vaginal infection ("abnormal vaginal discharge and infections") with vaginal discharge and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, 1 year 1 month after insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery") and vision blurred ("blurred vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemia"), pelvic infection (seriousness criteria medically significant and intervention required), depression ("depression") with anxiety, dysgeusia ("metallic taste in mouth"), dyspareunia ("dyspareunia") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery ((B)(6) 2016 (total hysterectomy (uterus and cervix removed) - total laparoscopic hysterectomy)) and surgery (novasure endometrial ablation.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, anaemia, fatigue, pelvic infection, vaginal infection, dysmenorrhoea, back pain, rash, alopecia, depression, weight increased, dysgeusia and procedural pain had resolved, the mood swings, hot flush, urinary tract infection, female sexual dysfunction, pruritus, migraine, headache, dyspareunia, vision blurred and gastrointestinal disorder outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered alopecia, anaemia, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic infection, procedural pain, pruritus, rash, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media vaginal bleeding, menorrhagia, uti, little discharge, cramping. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs ,historical condition were added. Updated suspect drug indication. Events mood swings, hot flashes, vaginal bleeding, menorrhagia, urinary tract infection, apareunia, small itchy red dots on skin, migraines, headaches, dyspareunia, blurred vision, gastrointestinal or digestive system condition and she didn¿t undergo an essure confirmation test added, event onset date was added, event outcome was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.